Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 23 mm sapien 3 by tf approach in aortic position, the patient had a severely calcified annulus. No abnormalities were observed during crimping or insertion of the catheters. Bav was performed successfully. The sapien 3 valve was positioned at the annulus and valve deployment started. The valve opened only partly and asymmetrically, and blood entered into the inflation device. Therefore it was assumed that the balloon ruptured. The commander delivery system was withdrawn and the partially inflated valve slipped off the balloon and dislocated into the ascending aorta. The valve was snared into the descending aorta and a 28 mm balloon was inserted and positioned inside the valve. The valve was successfully implanted in abdominal aorta. A second 23 mm sapien 3 valve was prepared, inserted and successfully implanted in good position in annulus. The patient was doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation with the balloon zip-tied to the handle, unlocked, with partial fine adjust and no flex. A kink was on the balloon shaft due to packaging. Review of relevant procedural cine revealing the annulus was calcified, the balloon partially inflated leaving the valve partially expanded. Also, contrast appears to be in the aorta during inflation indicating a leak on the proximal end of the inflation balloon. The returned delivery system was visually inspected for any abnormalities.  A pinhole located at the proximal edge of the inflation balloon working length, and there were gouges in flex tip face. Due to the returned condition of the inflation balloon (pinhole), no relevant functional testing was able to be performed. The inflation balloon double wall thickness was measured distal to the pinhole, as a thickness deviating from the specification could be indicative of an issue during manufacturing of the component. Due to the location of the pinhole (just distal to balloon taper), the measurement was only taken distal to the pinhole. The inflation balloon double wall thickness was measured to be within specification. Device history record (DHR) review was performed for the work orders that are the most relevant to the complaint event. These work orders did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review of the related work order was performed and revealed no other similar complaints. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for balloon leakage that were confirmed. No manufacturing issues were identified in the returned products during engineering evaluation of the similar complaints. Available information suggested that procedural and/or patient factors may have contributed to the events.  A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend category. Instructions for use (IFU), prepping manual, and training manual were reviewed for instructions relating to the complaint event. No IFU/training manual deficiencies were identified. During balloon manufacturing, the inflation balloon was 100% inspected. During manufacturing, the inflation balloon was 100% inspected for contamination. During the manufacturing of the delivery system, the balloon was 100% inspected. The balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected and rejected for distorted/pinched folds. The device underwent 100% final inspection by manufacturing and quality. The entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, all lots are required to undergo product verification testing under a sampling basis. The samples from the related work order were inspected/tested. The lot met the statistical criteria. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on review of the provided cine and observations made during product evaluation. However, no manufacturing non-conformances were identified in the returned sample, as dimensional testing of the balloon double wall thickness met specification. Furthermore, a review of complaint history, lot history, and the DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies and a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported event. As reported, ¿no abnormalities were observed during crimping¿, and since there was no mention of issues with de-airing during preparation of the device, it is likely that the damage to the balloon occurred during the procedure. Per the complaint description, the annulus was severely calcified. It is likely that, during the inflation of the balloon, the structure of the balloon wall became damaged by calcification, resulting in the observed pinhole. The small hole in the balloon would have resulted in leakage during inflation and the partially deployed valve as described in the complaint description. Therefore, available information suggests that patient factors (calcification) may have contributed to the complaint event.  Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint trend category control limit, a product risk assessment (pra) is not required.